Manufacturer narrative:
Device return was requested from the customer for evaluation and investigation. When additional information becomes available, supplemental follow-up will be submitted.

Event description:
Customer reported that power relay burned itself out causing smoke filling the room. No patients have been displaced due to this incident and no one was injured.

Manufacturer narrative:
The complainant had reported in their initial contact with natus technical service that the relay and overtemperature thermostat in the warmette 20 unit had malfunctioned. A replacement relay and overtemperature thermostat was shipped to the complainant. The complainant installed the replacement parts and reported that the warmette 20 unit was operating within specifications and back in service. Return of the warmette was then requested in exchange for shipping the complainant a new unit. The warmette unit involved in the complaint was returned to natus and evaluated by natus factory service. The reported issue could not be confirmed by factory service because the replacement relay and thermostat had already been installed. The complainant did not return the relay and overtemperature thermostat which reportedly malfunctioned. Natus technical service made multiple attempts to obtain additional information, including: - a request to return the relay and overtemperature thermostat which reportedly malfunctioned. - additional detail regarding photos provided of the relay that reportedly malfunctioned. - how the overtemperature thermostat was determined to be malfunctioning. No response to requests to additional information was provided by the complainant.